Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 07/09/2015. The fse found that the aspiration probe was faulty and was causing the abnormal platelet histograms. The fse replaced the aspiration probe, which repaired plt histograms. The fse also found the diluent reservoir was contaminated and was causing the platelet background failures. The fse replaced the diluent reservoir, which repaired the failing plt backgrounds. The repairs were verified by the customer. The beckman coulter internal identifier for this event is (B)(6).

Event description:
The customer reported the coulter act diff 2 analyzer was failing platelet (plt) backgrounds while running start up. The customer also reported the instrument was generating abnormal plt histograms. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.